Event description:
It was reported that extension was malfunctioning. It was noted that the extension was never implanted and was replaced with another product. It was further noted that an impedance test was done and there were high impedances >10,000. It was also reported that the issue was resolved. It was noted that the new extension was probably damaged. The surgeon reportedly connected that extension to the lead and the extension to the restore sensor canal 2 and the impedances were all > 10 ,000 ohms. The surgeon replaced the extension and connected to the restore sensor canal 1 and the impedances were ok. It was also noted that those manipulations needed 4 installations of the patient and the surgeon was ¿quite upset¿ about having new non-functional material. The patient was reportedly alive with no injury and there were no symptoms associated with this event. It was later reported that lead configuration was checked and the results of the measurement were all over 10,000. It was reported that they tried to open ¿the 2 channels with a 2x8 configuration¿ to exclude the problem of connection in the wrong channel or configuration. It was also reported that impedances were tested directly on the lead. It was further reported that impedances were measured when the extension was connected to the lead without being connected to the device for the second extension only, but not the first one. It was then reported that the surgeon connected the first extension to the lead and then the extension to the restore channel 2 and ¿the impedances were out (test on restore).¿ they then disconnected the extension from the device and tried to reconnect but with the same result. The same thing was reportedly done on the extension and lead without any success. Impedances were tested on the lead and were ok. The surgeon changed the extension and impedances were ok. He reportedly connected the new extension to the restore channel 2 and impedances were ¿out.¿ the surgeon disconnected and connected to channel 1 and impedances were ok. It was therefore thought that the extension and/or channel 2 of the restore are damaged.

Manufacturer narrative:
Concomitant product: product ID 37083-60, serial# (B)(4), product type extension. (B)(4).